Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and the operative report was received on 05/12/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported in an article in neurosurgery that the patient suffered a peri procedural basilar artery dissection. There was no reported clinical consequence to the patient, the patient outcome after the procedure was noted as unchanged compared to pre procedure. No other information was provided.

Event description:
It was reported that the device was explanted after an implant duration of approximately 73.1 months. On 05/12/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation.